Event description:
This is a report of a patient who experienced peritonitis. The patient was not hospitalized for the peritonitis. On an unreported date, the treatment for the event consisted of meropenem ip 500mg (frequency not reported). The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.